Event description:
Clinic notes were received indicating that the vns patient had been experiencing choking sensations and shortness of breath with device stimulation on-times. The ent scoped the patient's throat and found vocal cord spasms. Follow-up revealed that the device settings were subsequently adjusted but did not help with the symptoms. A medical specialist noted that the lead electrodes may have been implanted too low on the patient's nerve. Additional information was received stating that the patient underwent surgery on (B)(6) 2015. It was noted by the surgeon that the incision from the previous implant was just above the clavicle and the lead placement was unusually low. The surgeon indicated that the placement of the lead may be the cause of the reported events. The generator was replaced and a new lead was implanted at a more appropriate location on the nerve. The old lead was not explanted. The explanting facility discarded the explanted device; therefore, no analysis can be performed. Attempts for additional relevant information have been unsuccessful to date.